Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results above ami cutoff generated on unicel dxc 600i synchron access clinical system for two patients. The results were reported out of the laboratory. Both patients were admitted to ICU and had a full cardiac workup performed. EKG results for both patients were normal and did not correlate with the elevated accutni results. Repeat tests on the same samples and subsequent tests on the additional samples produced results in the normal reference range. No death or injury has been reported in connection with this event.

Manufacturer narrative:
The initial samples were serum collected in tubes without gel barrier. The samples were allowed to clot for 15 to 20 minutes. The collection tube manufacturer recommends allowing samples to clot 30 minutes. The samples were centrifuged for 10 minutes at 3500 rpm, appeared normal, and aspirated from the primary tubes for analysis. The second samples obtained from these patients were plasma. Qc is performed every 24 hours and was within the established ranges prior to and after the event. A system check was performed on (B)(4) 2010 and met the specifications. No error or flag was produced for this event. Service was on site on (B)(4) 2010 and performed verification testing. All results met the published specifications, and no hardware issue was noted. A definitive root cause has not been determined for this event.